Event description:
The electrode array had moved out of the cochlea and re-positioning surgery was performed on october 25,2005.from the to march 2006 the electrode array has shown mecahnical stress,med-el was notified in march 2006 that only 4 channels were available.